Event description:
Complainant alleged that during functional testing, the associated defibrillator failed self-test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evalution. However, retained sample electrodes from the same lot number were put through extensive testing such as 30j self-tests and readiness testing without duplicating the reported problem. This report has been concluded as no faults found. Analysis of reports of this type has not identified an increase in trend.